Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was reading below 49 blood glucose value and was actually 96. The sensor was reading way off. The customer also reported blood at the site issue. Troubleshooting was performed. The customer declined to troubleshoot for the high blood glucose value and low blood glucose value. The transmitter will be replaced. The sensors will be returned for analysis.